Event description:
It was reported that the right ventricular (rv) lead had loss of capture and low impedance following implant a year ago. It was indicated that no capture was seen at maximum output. Also, according to the impedance trend the impendence dropped from 500 ohms at implant to 285 ohms almost immediately following implant. A recent x-ray of the lead appears to confirm good lead placement and testing indicated no oversensing or undersensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.